Event description:
Hill-rom received a report from a hill-rom technician stating the right head siderail would not latch. The bed was located in the lobby. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right head siderail slide bracket was bent and the siderail would not go up. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2011 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head siderail slide bracket to resolve the issue. Based on this information, no further action is required.